Event description:
It was reported that during a left colectomy by coelioscopy for a diverticulitis procedure, during the rectal anastomosis after clipping and stapling, it was impossible to remove the device from the natural orifice. After several attempts, the device could be removed but the anvil got detached from the rest of the device and stayed inside the rectum. The tissue donuts stayed with the device. They had to remove the anvil via natural orifice and to re-check if the anastomosis was correct. The anastomosis seemed to be complete (there was no leakage). There were no adverse consequences for the patient. Anvil pin dislodged.

Manufacturer narrative:
(B)(4). The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.